Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the insulin pump screen was scratched and harder to read distorts, buttons were hard to use. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump rejected new battery, unexplained no delivery alarms, takes longer to prime and needs more insulin, buttons were harder to push, backlight dimmer. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify failed battery test alert, back light anomaly and missing segments or partial display anomaly due to buttons not responding. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.